Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing was not able to reproduce the report that an astral device failed to charge its internal battery while connected to the main ac power. Review of the device data logs confirmed that the device had intermittent charging issues while connected to the main power source. Based on all available evidence and complaint investigations of a similar nature, the device failure to charge its internal battery was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not accurately detecting the power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was not accurately detecting the power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.